Event description:
Reporting status: death. Reporting rationale: possible delay in procedure/death. Device issue: failure to advance to the lesion. It was reported that both a 3.0 x 26 mm and a 3.5 x 19 mm graftmaster were unable to cross the lesion. An attempt was made using plain old balloon angioplasty after the graftmasters failed to cross; however, this was unsuccessful and the patient went into cardiac arrest and died. No additional event or patient information is available.

Manufacturer narrative:
The second jostent graftmaster is being filed under another MFR number.